Manufacturer narrative:
(B)(4). Inspected the uim externally, no anomalies were found. Installed uim on to avea test station and attempted to power uim in to user mode but failed. The screen was black and led¿s would light up. Continued by re-uploading the bootloader using the 27854-001 avea uim software installation fixture and installing software version 4.6b, the uim successfully powered on in to user mode operating properly. Root cause: I was able to duplicate and isolate the reported problem to a corrupted bootloader. This is a known issue with software application which has been corrected.

Event description:
The customer reported blank touchscreen during patient use. There was no harm/injury on the patient. The reported device was taken out of service and the patient was placed on another ventilator.